Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.